Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
This pi is for the right knee. A completed medwatch form (not yet submitted to the FDA) was provided by patient's attorney. That form reports "the patient had bilateral mako unicompartmental knee arthroplasty. Placed, according to operative report, it was mako size 6 femur, size 7 tibia, 8 mm polyethylene insert. Pain continued after the implant. A visit to the ER on (B)(6) had him sent back to his surgeon who did an x-ray which showed bilateral fractures of the medical condyles by the base plates. The patient required extensive surgery to remove and replace the implants" additional information received: allegations: its alleged that the patient underwent bilateral mako partial knee replacements on (B)(6) 2018. Shortly after implantation, the patient began to experience pain in both knees. An ER visit on (B)(6) 2018 revealed fractures by the baseplates. The patient's right knee was then revised on (B)(6) 2018 and his left knee was revised on (B)(6) 2018.